Manufacturer narrative:
One unopened knife, in blister was received for the report of dull blades. Sample was visually inspected and found to be conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample was found to be conforming, therefore dull blades as described in the complaint was not confirmed. However since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened sample was found conforming; however because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that ophthalmic surgical blades are dull to cut or make the initial incision during cataract surgery. The surgeries were completed on the same day after replacing with another blades. No patient impact was reported. Additional information received indicated that the event happened during phacoemulsification with intraocular lens implant (iol).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.